Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 400 mg/dl. The customer stated that problem occured on 2 sensor form one lot. Customer was advised that the sensors would be replaced and agreed to return the product for analysis. Customer already used backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.